Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not power on and displays the message ¿low battery¿. The complaint was classified based on the customer care agent (cca) documentation, additional information obtained when the cca listened to the call recording and information obtained by the customer care agent (cca) during a follow-up call with the patient on (B)(6) 2021. The patient reported that the alleged power issue began at an unspecified time, 2 months prior to contacting lfs. The patient informed the cca that she manages her diabetes with insulin pump therapy (type of insulin unspecified) and uses the subject device as a back-up. The patient denied making any changes to her usual diabetes management regimen as a result of the alleged issue; however, she stated that as she had been unable to test for some time with the subject device, she was going to go to hospital after the call to get her blood glucose checked. The patient informed the cca that an unspecified time after the product issue began she ¿passed out¿. During the follow-up call, the patient advised the cca that although she ¿passed out¿, she did not lose consciousness; stating that she was ¿awake¿ but was ¿not too aware of what was happening at that moment¿. It is not known if she received medical treatment at this time. The patient informed the cca during the follow-up call that when she went to hospital, her blood glucose was measured using the hospital device; however, she could not recall the result(s) obtained. The patient denied receiving medical treatment whilst at hospital and informed the cca that she was not hospitalized. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and that there was no apparent misuse of the device. The cca established that the patient was using the correct test strips; however, the meter would not power on when a test strip was inserted per owner¿s manual. The cca walked the patient through turning the device on by pressing the power button and noted that the device turned on. Based on the information provided, the meter¿s battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged power issue began with the subject device. The alleged issue could not be ruled out as a cause and/or contributor to the reported event.